Event description:
The physician reported: "fracture of the catheter." Allergan is in process of f/u. There is no additional info about the alleged at this time.

Manufacturer narrative:
Taper unk. The reporter of the complaint was asked to return the product for analysis as well as to indicate the product serial #, date of event and implant date. The info has not yet been received by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial # or implant date was given. Visual examination may determine the connector type associated with this report. The serial or lot # given is a component lot # for the access port. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."